Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 38x4.00mm promus premier¿ stent was advanced to treat the lesion, however, resistance was encountered. The device was removed from the patient and upon inspection, it was noted that the proximal edge of the stent was deformed. The procedure was completed with a 3.5×38mm promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts all along the distal portion of the crimped stent were severely damaged, deformed and stretched distally out over the distal tip of the device. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found mild bending to the shaft at the proximal end adjacent to the strain relief section which suggests that resistance was experienced at some stage during the procedure. There was no damage however to the structural integrity of the shaft. A visual and tactile examination found no issues with the shaft extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 38x4.00mm promus premier stent was advanced to treat the lesion, however, resistance was encountered. The device was removed from the patient and upon inspection, it was noted that the proximal edge of the stent was deformed. The procedure was completed with a 3.5&#1523;8mm promus premier stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).